Event description:
It was reported that a consumer experienced a burning sensation in her eyes. The consumer reported that "...after applying only two drops on her contact lens..." This severe pain occurred. The consumer went to an accident and emergency department at a hospital for medical treatment, where it was diagnosed that she had put un-neutralized peroxide in her eye that burnt the cornea. The consumer has been prescribed treatment with four different (unknown) eye drops to be taken six times a day since three weeks to date. Medical treatment is still ongoing. No further information has been received to date.

Manufacturer narrative:
(B)(4). The product was not returned for evaluation. The lot number is unknown. Therefore, a manufacturing review cannot be performed. (B)(4).